Event description:
The advocate called for help with the customer's breeze meter. While checking the meter display, the advocate alleged that segments were missing. No adverse events were alleged. The meter was returned for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
Missing segments were not confirmed.